Manufacturer narrative:
(B) (4). (B) (4). The device was not returned for analysis. A review of the finished device lot history record did not reveal any abnormalities associated with this lot. A definitive root cause cannot be determined in this incident, no product malfunction, failure or deterioration of characteristic or performance of the device or inadequacy in the labeling and/or instruction for use was identified.

Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse effects: none. It was reported that during a left common iliac artery procedure, in a mildly tortuous and mildly calcified 90% stenosed lesion, the fox plus ruptured on the third inflation at 12 atmosphere after 15 seconds. A non-abbott balloon was used to complete the procedure. There was no adverse patient sequela reported. Although requested, there was no additional information provided.